Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received through the beta bionics support team, the patient reported being hospitalized following a motor vehicle accident (mva) and loss of consciousness (loc) associated with a reported hypoglycemic event. On 05/12/2026, the patient stated that she recalled arriving at her home and intending to park outside the garage. She drove through the garage and struck a refrigerator. The patient was unable to recall any events following the collision and reported that the next thing she remembered was being informed that her house cleaner had found her unconscious and contacted emergency medical services (ems). The patient was transported by ambulance to the hospital and admitted for evaluation. She was unable to recall any treatment provided during transport and denied experiencing any symptoms prior to the event. The patient believed her beta bionics ilet insulin pump may have run out of battery but did not recall receiving any low-battery alerts. Review of available device data reportedly indicated that the pump remained powered on and continued receiving glucose readings during the reported timeframe. According to the device data review from beta bionics, the patient's glucose levels had been declining from a previously elevated level following a period of interrupted insulin delivery. After insulin delivery resumed, cgm data reportedly showed glucose values returning toward target range, including a reading of 73 mg/dl, followed by a downward trend to 68 mg/dl before increasing. A data gap of approximately 20 minutes was noted in the available records. No fingerstick blood glucose (fsbg) measurements were obtained to verify cgm accuracy during the event. The patient reported being told by her employer that paramedics had informed the house cleaner that her blood glucose level was below 40 mg/dl; however, the patient was unable to directly confirm this value. She was advised to verify this information with her healthcare provider. The patient also stated that her physician reportedly informed her that she did not have sufficient pump battery life to make it home and did not have backup diabetes therapy available. However, device records reportedly showed that the pump did not run out of battery and was placed into pause mode at 2:52 pm cst, where it remained until the noted data interruption occurred. The patient was unable to explain why the pump had been placed in pause mode. The patient reported no cuts, bruises, or other injuries resulting from the motor vehicle accident. She stated that she was wearing the insulin pump at the time of the event. The pump was removed either prior to or upon arrival at the hospital, and the patient was transitioned from pump therapy to insulin injections during hospitalization. At the time of the initial report, the patient was unable to provide an anticipated discharge date. During follow-up conducted on (B)(6) 2026 at 3:42 pm cst, the patient reported that she had been discharged from the hospital on (B)(6) 2026 and had resumed insulin delivery using a replacement pump. The patient stated that hospital personnel informed her that her blood glucose level at the time of the event was either 20 mg/dl or 25 mg/dl; however, she reported receiving conflicting information and was unable to confirm the exact value. No fsbg measurements were available to compare against cgm readings, and no additional information was available to further clarify or verify the circumstances surrounding the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.